Manufacturer narrative:
Samples were not re-tested. Customer now is using a different lot number of rf reagent. No service was dispatched as a new lot of reagent resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high rheumatoid factor (rf) results generated by the unicel dxc 800 synchron clinical systems. The results were reported out of the lab. Actual results were not provided. Using a newer lot of reagent has resolved the issue. Patient treatment was not affected.